Event description:
It was reported that the patient had presented with a myocardial infarction and known coronary artery disease (B)(6) 2010. After implantation of a 3.5x15 promus rx stent (B)(6) 2010 in the proximal left anterior descending coronary artery, the patient returned one month later for pre-planned follow-up of the procedure performed (B)(6) 2010. The patient had not been taking any medications and had not followed up with cardiology or any other healthcare provider since the follow-up. Upon presentation (B)(6) 2013, the patient had been experiencing intermittent chest pain without radiation for past couple days. The chest pain worsened, the patient experienced dyspnea. Aspirin was given to the patient en route to the hospital which caused the chest pain to subside. Stat troponin was weakly positive with a troponin of 0.08. The patient began experiencing sudden onset worsening chest pain and dyspnea, became very pale, clammy and extremely anxious. Repeat EKG showed st-elevation in inferior lateral leads. The patient became unresponsive and was noted to be apneic with no pulse and was hypotensive; pulseless electrical activity was noted. Cardiopulmonary resuscitation (CPR) was then initiated. After 2 minutes of CPR, rhythm was asystole. The patient was intubated and CPR was resumed. After an additional 2 minutes of CPR the patient is noted to have return of spontaneous circulation with a rate of 70 to 80 beats per minute. The patient experienced cardiac arrest and was immediately transferred to the cardiac cath lab with CPR continued. Coronary arteries were widely patent.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Event description continued: pericardiocentesis was performed and only trivial amount of blood obtained with good confirmation of the tube placement in the pericardium by fluoroscopy. Due to the prolonged resuscitory effort and likely that this was a large subtle pulmonary embolus it was felt futile to continue and efforts were stopped as the patient expired (B)(6) 2013 due to a pulmonary embolism. No additional information was provided. Relevant tests and laboratory data: ptt was 25. Stat troponin was weakly positive with a troponin of 0.08. Repeat EKG showed st-elevation in inferior lateral leads and level 1 was initiated; fluoroscopy performed. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, dyspnea, hypotension, embolism, and death are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.